Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in mitral position where there was a peri interventional bleeding from the superficial femoral artery, resulting in an arteriovenous fistula so the vein was affected due to erosion. There were no issues with the puncture side and there was no particular resistance when the device was entered. A viaban 10mm prosthesis was used to stent the superficial femoral artery. No fistula was reported on baseline. The fistula was associated with the intervention.

Manufacturer narrative:
Additional h6 type of investigation code: labelling review. The complaint for difficult to insert device into patient resulting in tissue damage was confirmed with empirical evidence. Per the information provided, there was no issues noted during device insertion and the cause is likely due to procedural factors. However, this could not be determined as no images or product was returned for evaluation. As a result, a definite root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. According to the instructions for use (IFU), vascular complications, including hematoma and bleeding are potential adverse events associated with pascal procedures, and transfemoral transcatheter valve repair in general. Patients who present for transcatheter valve repair have severe mitral and/or tricuspid regurgitation with heart failure, are typically high risk, and are prone to bleeding secondary to underlying conditions and frequent use of chronic anticoagulation. Vascular access site related bleeding, hematoma, and other complications are typically related to procedural technique for site access and during the insertion or removal of the guide sheath and/or dilators in the context of anticoagulation regimens and may require surgical repair or other interventions. These events are foreseeable and may be procedural related and/or patient factor related (a combination of sheath size, vessel size and tortuosity and calcifications).